Event description:
On (B)(6) 2026: information was received from a patient with an implanted neurostimulator (ins). They reported that they need to have their stimulator looked at, they are having a problem with the unit. Patient stated it is their lifeline to staying active. On 2026-feb-19: additional information was received from the manufacturer representative (rep) and patient. The unit was the second unit that the patient had had. It was going at a normal rate, then it would go more intense. There were no steps to rectify this problem, and they were given a card.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.